Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending.

Event description:
The complaint/event involved the following device: 5" (13 cm) appx 0.33 ml, smallbore bifuse ext set w/2 microclave®, rotating luer. It was stated in the report that on (B)(6) 2025, an infusion connector was placed for the patient. Before using the set, the nurse inspected the product and it appeared intact with no signs of damage. By (B)(6) 2025, at 9:30, during replacement of the infusion set, leakage of patient's blood was reportedly observed at the infusion connector. Upon further inspection, it was observed that the set's core failed to retract. Then it was replaced with a new set. There was no report of any patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint.